Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event reported as "power of the device is turned off" was caused by a failure of the power supply printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that a few minutes after the high definition lcd monitor had been working, the image disappeared and all of the pilots turned off and are not possible to turn on again after a while, it can then be switched on again for a few minutes and switches off again after a while. The device was returned for evaluation. During the device evaluation, it was found that the power would shut down due to a system failure of the power supply printed circuit board. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that there was corrosion on the front panel. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.